Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen), while wearing the device between 24 and 36 hours. The patient reports having redness and swelling at the pod infusion site. In addition the patient reports their blood glucose level read high (400 mg/dl). The patient removed the pod prior to going to the hospital. Once at the hospital the patient was diagnosed with cellulitis at the pod infusion site. The patient was prescribed keflex and bactrim ds. The patient was discharged from the hospital after 7-8 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The returned device was evaluated and the investigation results found no evidence of any damage or manufacturing deficiencies that would cause an infection at the infusion site. Inspection of the formed needle, soft cannula, and bottom housing found no abnormalities. Although the investigation found no evidence of any damage, the reported event could not be determined.